Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
(B)(6) 2026, 10:30 am prepared to remove the patient's intravenous catheter. Upon removal, the catheter was found to have a fractured needle-to-tubing connection, with only a small segment remaining attached. The patient's skin exhibited slight redness and swelling. The area was disinfected. The patient was instructed to promptly report any unusual symptoms to the physician. The catheter was disposed of in a medical waste bag as required.

Manufacturer narrative:
Investigation results: a complaint history review cannot be performed as no batch/lot number was provided. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information.